Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to below 70 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include low blood glucose levels, vomiting, stiff muscles and drooping of the face. As treatment, the mother of the patient provided 15 grams of carbohydrates every 3 minutes for a total of 3 times. Once at the hospital the patients pod was removed and the patient was given fluids. In addition tests including an magnetic resonance imaging (MRI) were performed. The patient was discharged from the hospital after 10 hours.